Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device alarmed pump error. The customer was able to rewind pump. Advised to disconnect and go on backup plan. The customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected the motor arm cannot communicate with the main arm error or software error detected alarms noted during our testing, however the motor arm cannot communicate with the main arm error followed by a software error detected alarms were present in the format history file due to software error. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on the display window cover, pillowing keypad overlay, cracked select button on the keypad overlay and peeling end cap address label.